Event description:
The user facility reported a 84-year-old male was implanted with an impella cp requiring mechanical circulatory support. During support the patient experienced a brief period of loss of preload with suction and ventricular tachycardia (vt). The patient received amiodarone and vt was resolved.

Manufacturer narrative:
The impella device has not been returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
Despite stabilization following the initial episode of ventricular tachycardia, the patient was reported to have passed away on support the following day. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07320 was provided in sections b2, b5, d6, h1, and h6.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.